Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having problems with the infusion sets and had changed them four times in a week. Th customer did not receive no delivery alarms, but her blood glucose kept getting higher. The blood glucose reading was 400mg/dl. Troubleshooting was performed, and the drive support cap did not appear to be damaged. The time, date, basal rates and bolus wizard settings were correct. Advised the customer to change the entire infusion set, reservoir, and insulin and treat per doctor's instructions. Instructed the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.